Manufacturer narrative:
Additional information was received that the ipg will be replaced at physician's discretion.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason. Additional information was received that the ipg will be replaced at physician's discretion. Additional information was received that there will be no further course of action. Additional information was received that the patient was experiencing inadequate stimulation that worsened despite a reprogramming attempt.